Manufacturer narrative:
(B)(4).

Event description:
It was reported abutment screw fractured. Fractured screw was removed and returned.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.